Event description:
Same case as MFR report #6000130-2006-00212. It was reported that during a rotational atherectomy/stenting procedure involving a lesion in the left anterior descending (lad) coronary artery, a perforation and wire fracture occurred. Three wires were used in this procedure, a pt2 guide wire, a choice pt floppy guide wire and a bmw guide wire. A perforation to the lad occurred, however it is unknown which wire caused the perforation. The physician attempted to advance an unknown stent over all three wires, however the wires kept coming back. While attempting to reposition the stent a peforation was noted. The stent was successfully deployed. The physician experienced difficulty advancing the pt2 guide wire during the procedure, and also encountered removal difficulties. The physician pulled harder and the pt2 wire fractured at the end. The physician was unable to remove the fractured segment. The patient went to surgery for repair of the perforation and removal of the fractured segment of the wire. The physician was unable to remove the wire segment and it remains in the patient. Patient status is listed as "okay".

Manufacturer narrative:
The wire was not returned, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.